Event description:
Pt inserted an over the counter pessary from poise for first time. After a few hours she attempted to remove it using the thread. Thread broke off. She came to my urgent care clinic for removal. The pessary was easily removed by me following a vaginal exam with speculum and tenaculum.